Event description:
It was reported that the ilet user experienced intermittent periods of high blood glucose, and a caregiver inquired whether newly prescribed medications could affect glucose; the caller was advised to consult the prescriber, and troubleshooting education was provided to monitor for persistent highs beyond 90 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alarms or alerts. Investigation included a complaint intake review and user troubleshooting focused on high glucose management education. Investigation of this case revealed an undetermined cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.